Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. 16 mg/dl, 15 mg/dl, 17 mg/dl, and 117 mg/dl 2. 12 mg/dl, 11 mg/dl, and 132 mg/dl 3. 17 mg/dl, 203 mg/dl, and 185 mg/dl sets of readings were taken on different days. Customer was using 2 different strip vials at the time of the comparisons and both vials were from the same box and lot. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips and replacement was sent.